Event description:
It was reported that while cleaning the device, the light head of the polaris 600 fell from the cardanic arm. There were no health consequences for the cleaning personnel reported. It was reported that no patient was in the operating room during the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the provided information of the reported event including photos of the device. The affected cardanic system was made available for the investigation. The investigation revealed that the polaris 600 cardanic had drifted out of the joint on the light body due to a loose retaining ring. An assembly failure at the supplier¿s site regarding the cardanic was identified as root cause for the loose retaining ring. Additionally, the positioning of the light head during cleaning procedure has contributed to the event as the light head could only detach from the cardanic when it was positioned vertically. This position is unlikely during the indented use but can occur during cleaning procedure. In case of an application of force or a rotary movement a vertically positioned light head could detach from the cardanic system. The instruction for use contains corresponding warning about positioning and handling of the cardanic system. The correct handling during cleaning procedure has been discussed with the customer. The affected cardanic system has been replaced and the light system is fully operational again. Furthermore, all polaris 600 systems installed at the customer¿s site were checked without deviation; no further faulty cardanic were found showing the reported fault pattern. Additionally, the supplier has performed an internal training of the production personnel in order to raise awareness of the issue and the changes in in the work processes and production documents. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while cleaning the device, the light head of the polaris 600 fell from the cardanic arm. There were no health consequences for the cleaning personnel reported. It was reported that no patient was in the operating room during the event.